Manufacturer narrative:
A reported, a non cordis guidewire crossed the lesion and powerflex pro 6mm 15cm 135 balloon catheter (bc) was inserted for a pre dilatation, however it ruptured at five atmospheres (5 atm). Therefore, it was replaced with a new powerflex pro bc. Hemostasis was achieved with an exoseal, and the procedure was finished successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s information, patient¿s vessel level of tortuousness, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. No difficulty was encountered when removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. A contralateral approach was made with a non cordis sheath introducer. The balloon burst during the inflation in the lesion. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17065877 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst reported could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. (B)(4).

Event description:
A reported, a non cordis guidewire crossed the lesion and powerflexpro 6mm 15cm 135 was inserted for a pre dilatation, however it ruptured at 5 atm. Therefore it was replaced with a new power flex pro. A contralateral approach was made with a non cordis sheath introducer. Hemostasis was achieved with an exoseal. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s information, patient¿s vessel level of tortuousness, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover.  No difficulty was encountered when removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The balloon burst during the inflation in the lesion. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.